Manufacturer narrative:
Device remains implanted. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device implanted, (B)(4). Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. It was learned that the device was not explanted. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 80.87 months. Through follow-up with the health-care provider via telephone, it was learned that the immediate cause of death was aortic stenosis, secondary to congestive heart failure. It was also noted that the nature of death was natural.

Manufacturer narrative:
It was originally noted to reference the other medwatch report filed under patient identifier (B)(4); however, that event is being reported on a quarterly alternative summary report (asr).

Event description:
Customer reportedly received results of 17.3 mmol/l and 8.3 mmol/l within 10 minutes on the aviva nano system. Customer tested 7.6 mmol/l and 7.8 mmol/l within 2 minutes of testing 8.3 mmol/l. She took humalog and 1.5 hours later reported low blood glucose symptoms. Customer self treated with cereal, and tested 3.6 mmol/l. 20 minutes later customer tested 6 mmol/l and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.